Event description:
The following info was provided by the cook area rep based on comments made by the user: the clip was closed and attached to the tissue site. When the physician tried to deploy the clip (ie release the clip from the deployment device), the drive wire separated from the handle preventing clip release. The clip could not be reopened. The device was manipulated and the physician managed to pull the clip from the target site. Another clip was used to complete the procedure. This happened on two (2) separate occasions. See mdrs 1037905-2012-00103 and 1037905-2012-00104. A section of the device did not remain inside the pt¿s body. The pt did not require any add¿l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional insp to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.